Event description:
It was reported that the patient had an uncomplicated implant placement with excellent degree stability. Implant subsequently submerged and perforated sinus. Infection and inflammation also reported. Tooth 14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the the implant was removed due to infection and inflammation. The implant did not perforate the sinus at the time of implant placement but they did do a mini-sinus lift. It did not migrate into the sinus after surgery. When the implant was removed, the sinus floor was closed.

Manufacturer narrative:
Supplemental report provided as additional information was received by the customer indicating that the sinus perforation that was reported under MFR#0002023141 - 2022 - 01119 did not occur. Additional details provided pertaining to the event description provided in b5..

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number (1250403). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1250403) for similar event and no other complaint was identified. Review completed utilizing keywords: medical: infection. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.